Manufacturer narrative:
The reported complaint that "the fully charged autopulse li-ion battery (B)(4) failed to power up an autopulse platform" was not confirmed during functional testing and archive data review. No device malfunction was observed during testing, and the battery functioned as intended. Per the customer, the autopulse platform was able to power up with other li-ion batteries; therefore, the root cause of the reported complaint could not be determined. Upon visual inspection, no physical damage was observed. The status led's on the battery showed four steady green lights. The battery archive was downloaded and reviewed with no errors. Per archive data, the battery was last successfully charged on (B)(6) 2022, and it was last used in an autopulse platform on the same day. The battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status led's on the battery showed four steady green lights after the successful charging attempt. Also, the battery was able to power up a known good autopulse platform and passed a large resuscitation test fixture (lrtf) for about 32 minutes with no issues. The battery passed all testing criteria, and the customer's reported complaint was not replicated.

Event description:
During shift check, the fully charged autopulse li-ion battery (B)(4) failed to power up an autopulse platform. The battery was fully charged, displaying 4 solid green led lights. The autopulse platform was able to power up using other li-ion batteries. No patient involvement.